Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd stent was used for treatment, but the tip of stent lifted. The procedure was completed and no patient complications were reported in relation to this event. It was later reported that the 90% stenosed target lesion was located in the left anterior descending artery (lad). It was later clarified that the stent lifted while attempting to load the device onto the guidewire, while outside the patient body. It was noted that the issue was noted before inserting the device inside the patient. No patient complications resulted in relation to this event.

Manufacturer narrative:
E1: initial reporter state: (B)(6).

Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd stent was used for treatment, but the tip of stent lifted. The procedure was completed and no patient complications were reported in relation to this event.